Event description:
It was reported that with use of bd vacutainer® push button blood collection set, the hub separated from the butterfly tubing causing blood to leak. There was one occurrence of this. There was no patient impact. The following information was provided by the initial reporter: "customer reports white plastic piece, after placement of the blood culture hub separated from butterfly tubing causing blood to come out all over.

Manufacturer narrative:
Material #: 367344 lot/batch #: 3040537 bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to luer separation or leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes luer separation and leakage. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that with use of bd vacutainer® push button blood collection set, the hub separated from the butterfly tubing causing blood to leak. There was one occurrence of this. There was no patient impact. The following information was provided by the initial reporter: customer reports white plastic piece, after placement of the blood culture hub separated from butterfly tubing causing blood to come out all over.